Event description:
It was reported the rf head was broken. No information was received indicating patient involvement. Follow-up attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable was out of specification, the rf head would not interrogate devices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.